Manufacturer narrative:
The lead was not returned for analysis. This report is thus based on the analysis of the ICD itself. Prior to the analysis of the device, the quality documents accompanying the manufacturing processes for the lead and the ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The ICD interrogation revealed the eos battery status, detected on 26-dec-2020. The device was implanted for 94 months. An amount of 41 charging cycles was documented. The ICD was subjected to an electrical analysis. The current consumption of the ICD was found to be normal and as expected. However, an inconsistency between the amount of charge taken from the battery and the battery voltage was noted. In order to obtain further insights, the ICD was opened and the inner assembly was inspected. The visual inspection showed no anomalies. Subsequently the current consumption of the electronic module was verified by direct measurement and proved to be as expected and consistent with the interrogated ICD data. There was no indication of a malfunction of the electronic module. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the analysis of the inner assembly an elevated internal battery impedance was identified. It is reasonable to assume that the increased impedance has led to a voltage drop and therefore to the clinical consequence. In conclusion, the device was implanted for 94 months. Analysis revealed an elevated battery impedance as the root cause of the clinical observation.

Event description:
After an implantation period of approx. 94 months, it was reported that the device shows the eos status. The device was explanted.